Event description:
Endopath curved dissector - handpiece will not turn easily (hard to rotate). Not used on patient. Manufacturer response for endopath, (brand not provided) (per site reporter): n/a -- we emailed rep.